Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Event description:
The customer has questions about the mu/degree value in the field treatment definition section.

Manufacturer narrative:
The customer has questions about the mu/degree value in the field treatment definition section. The investigation was completed by conducting a thorough evaluation of the product and the reported information. It has been determined that the root cause is a defect in the mosaiq software, as follows: when translating the plan with the arc start angle & arc stop angle = 180, and no change of the gantry direction in the field, the mu/degree is computed incorrectly. The defect has been assessed and is not a safety issue as this is a non treatment feature and therefore would not result in patient harm. Mu/degree is displayed for user information only, it has no effect on treatment delivery. It is not a parameter that a user can make a clinical decision from. When the mu/degree is displayed incorrectly, the user would perform a patient specific qa to ensure beam rotation is as per the plan. Based on the available information there had been no mistreatment.